Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A compliant database search was performed on the added cup and stem provided product and lot combination and did not find any other reported complaints against the provided lot codes. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address elevated metal ion levels, a positive mars MRI, fretting and corrosion at the head/neck taper, metallosis, and moderate effusion. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and discomfort. Side was identified. There is no new additional information that would affect the outcome of the investigation. Update rec'd (B)(6) 2014 - pfs and medical records received. A correct doi was provided. After review of the medical records the revision operative note indicated metallosis, corrosion, and cup that was slightly anteverted. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear. After review of medical record for MDR reportability, patient was revised to address failed cementless left total hip arthroplasty secondary to metallosis. Revision notes reported that there was a brown color consistency fluid found with cobalt chrome metallosis reaction and a brown stained tissue reaction. It was also stated that there more than usual amount of corrosion at the head and neck taper junction.